Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a device failure because there was no pacing spikes at 150 beats per minute, however, it was noted the device upper tracking rate was programmed to 130 beats per minute. It was also noted there was possibly one undersensed right ventricular (rv) lead beat followed by possible loss of biventricular capture which may have been due to the timing of an atrial pace. The device and leads remain in use. No patient complications have been reported as a result of this event.